Event description:
The patient developed a cerebrospinal fluid (csf) leak post-op after the (B)(6) 2015 surgery. On (B)(6) 2015, the patient was taken back to the operating room (or) and a leak was found at the edge of the dural repair (which the neurosurgeon reported was normal, typical, and expected.) This closed properly with a suture. The neurosurgeon stated the "odd thing was the csf seemed to be oozing through the entire surface of the duragen, as if it was porous. This I have not seen before and it was concerning." The oozing did seem to stop when an overlayed duragen plus was placed over the suturable product. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 3/17/2016. The unit was not returned for evaluation since the unit was implanted in the patient. One (1) retain sample of fg lot 1151696 was visually evaluated for product and packaging appearance to confirm no deterioration. No signs of deterioration were found during the retain sample visual evaluation. DHR review revealed no anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. A total of two (2) complaints (including this one) have been reported for finished goods (fg) lot 1151696. Five (5) complaints (including this one) has been reported related to duragen ¿csf leakage¿ at integra lifesciences (B)(4) facility since december 2013. Complaint occurrence rate of approximately (B)(4). Based on integra¿s medical affairs assessment, csf leak is not an unexpected adverse event (ae) as stated in the IFU. Without abnormalities found in the product lot and without device returned for investigation, a cause for this particular pattern of csf leak is likely related to the following explanation provided by integra chief scientific officer: cells migrate at approximately 1 mm per day, so depending on the size of the graft there will be a greater or smaller region of porous matrix in the center of the graft. The matrix loses the fibrin clot seal that is not substituted by the cellular closure and so one gets an ¿oozing¿ of csf through the center of the graft.